Manufacturer narrative:
Mayfield modified skull clamp (a1059) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. Probable root cause for reported complaint would be wear from routine use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00395. A facility reported that the locking mechanism on the mayfield modified skull clamp (a1059) was incredibly loose when locked and there was also movement noted when the unit was locked. The issue was found during a routine inspection, thus there was no patient involved and no surgical delay occurred.